Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Event description:
The customer reported 2 false positive results for the sars-cov-2 target on the alinity m resp-4-plex assay. Thy physician questioned the positive results as the positive results did not fit the patients' medical histories. The patients had been negative before the alinity m testing. The samples were retested on the cepheid genexpert platform and the results were negative. There was an impact to patient management. Details were requested multiple times on the impact to patient management but were not provided. A similar ticket was registered at the same site for another serial number and will be addressed in MDR 3005248192-2022-00581. This incident is being reported to FDA because the incident occurred in the netherlands using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.

Manufacturer narrative:
Updated section b5 as additional information was received on the impact to patient management. Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review: customer result log files were reviewed. The runs which involved the discrepant results were valid and met assay specification requirements. There is no indication that the alinity m resp-4-plex amp kit (list 09n79-090) lots 525766 and 525309 are performing outside of established design performance specifications based on the elements reviewed in this section. The validity of the runs met assay specification requirements, and no error codes or flags were displayed for the run controls. The amplification curves of the discrepant results were analyzed. Amplification curves look normal and showed normal amplification. Population data analysis demonstrate that the clinical specificity / clinical sensitivity rates meets the specifications as defined in the package insert. No amp tray carryover risk was observed. Different platforms have different sensitivity for the target. Therefore, results are not 100% reproducible. Quality data review: device history record / batch record review: the device history records (DHR) review for alinity m resp-4-plex amp kit (list 09n79-090) lots 525766 and 525309 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m resp-4-plex amp kit (list 09n79-090) lots 525766 and 525309 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the tickets being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-090) lots 525766 and 525309. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-090) lots 525766 and 525309 was not identified.

Event description:
There was an impact to patient management. Patients had to unnecessarily isolate and in some cases were moved to different wards.